Event description:
During a check-out procedure at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. There was no harm or injury reported.  The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported during a check-out procedure at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. There was no harm or injury reported. The device's system board was replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.